Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2013 and suture was used. The suture "deswgaed" easily during routine use. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05571 and 2210968-2013-05572. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.